Manufacturer narrative:
(B)(4). No photo or physical sample that displays the reported condition was available for evaluation. A review of the internal manufacturing device records and raw material history files for the lot 0001371660 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences.

Event description:
(B)(6) reported via email: no suction lot. No patient impact. (B)(6) 2020: spoke with (B)(6), she reported the third bottle had the drainage line disconnect from the bottle top when removing from kit. Attempted to reconnect the line to the bottle and use, however, the bottle did not suction. Connected a new bottle and drained without issue. Product is stored in original case until use. There was no damage on the outer case. Catheter is located in patient's abdomen. She drains herself. No patient harm. No sample.